Manufacturer narrative:
History of chronic driveline infections captured in manufacturer report numbers: 2916596-2021-03440, 2916596-2021-06030, 2916596-2021-05967, and 2916596-2021-03897. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient, implanted with heartmate 3 left ventricular assist device (lvad), had chronic pseudomonas infection with several relapse bacteremia and required multiple surgical incision and drainage (I&d) procedures. They were admitted for the emergence of breakthrough abscess and breakthrough bacteremia despite the use of vacuum-assisted closure (vac) dressing and double antipseudomonal coverage with ciprofloxacin and zosyn. The patient underwent another surgical I&d. Their sternum was preserved, however there was rising concern for involvement of the central components of the lvad. The blood cleared and the patient was discharged again with vac dressing, and with dual coverage of cipro and zosyn since the isolate remained sensitive.